Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise. No interventions or changes were performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.